Event description:
Device 3 of 3. Reference MFR reports # 1627487-2013-00445 and 1627487-2013-00446. It was reported the pt ((B)(6)) experienced heating at the ipg site when recharging. The reported discomfort began after 30 minutes of recharging. In addition, the pt alleged experiencing overstimulation in his thigh and a loss of therapy. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken to address these issues and the pt's ipg and lead were replaced. It was noted that upon explant of the lead, a visible break was observed in the device directly at the anchor site.

Manufacturer narrative:
This device model was included in a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigations were performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.